Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
When attempting to refill the pump, they were able to aspirate the reservoir, but unable to fill it. The locked reservoir valve procedure was done and they were still unable to fill it. They tried 3 new refill kits and tried forcing saline. The patient had no symptoms related to the event. The pump was replaced. The patient recovered without sequela; the patient was doing well following the replacement. The device system was used to deliver bupivacaine 38 mg/ml, clonidine 375 mcg/ml, and sufentanil 600 mcg/ml. It was noted that when the drug was removed from pump it appeared to be cloudy.